Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently hot to the touch despite being in room-temperature conditions. In addition, it was reported that the battery was depleting quickly. Customer¿s blood glucose was 167 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.